Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary angiogram. Reportedly, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for needle to cuff miss from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.